Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was an arching or sparking on the device and put a hole on the doctors glove, the doctor had a burn.